Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The DHR was unable to be reviewed for this device since it is greater than 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the power connector in the back of the maintenance unit was bad. The issue was found during receipt inspection. No patient harm reported. During the evaluation of the device, it was noted the power switch on the front of the device was faulty and the power inlet in the rear of the device was burnt and pushed inward. This report is to capture the reportable malfunctions of the faulty power switch and power inlet noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The power inlet at the rear was damaged and pushed inward. Additionally, the power switch at the front was faulty with no light emitting diode (led) light on and the plastic cap was torn off. The connector socket in the front was worn out which resulted in the air gauge not inserted. The air pressure was low due to a faulty air pump unit. The tubing was of an old type and bent. Four (4) suction feet at the bottom had weak suction force. The top cover and main chassis and rear panel were rusted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.